Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens was explanted due to poor vision. Aberrometry lead to marked overcorrection. Additional information has been requested.